Manufacturer narrative:
(B)(4) customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 51-103160, item name: taperloc stem, lot number: 3861543. Item number: unknown, item name: unknown broach, lot number: unknown. Item number: 00625006525, item name: bone screw, lot number: 63663346. Item number: 00875706001, item name: shell with cluster holes, lot number: 63623763. Item number: 11-363661, item name: femoral head, lot number: 780740. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02178, 0001825034-2018-02167.

Event description:
It was reported during a hip arthroplasty the initial stem would not seat. A second stem was utilized and the second stem seated low. The surgeon broached to a larger size and the initial stem was implanted. Attempts have been made and no further information is available.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.